Event description:
The account alleged that a pt fell from the foot end of the bed due to either the bed tipping or the hydraulics not holding. No report of injury.

Manufacturer narrative:
The technician investigated the alleged incident the account stated the staff member had walked into the room an found the pt at the foot end of the bed. The pt had to go to the bathroom and scooted himself to the foot end of the bed. The bed was at a reverse trendelenburg angle. No one witnessed the bed drifting down at the foot end. They account removed the pt with a lift and had to use the hi/low to level the bed. The pt did not fall. The technician inspected the bed and found the bed functioned as designed.